Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the left ventricular (lv) lead could not be properly connected to the patient system analyzer. Moreover, the pacing impedance of the lv lead was high and out-of-range. The physician believes that the cause of the event was due to the lv lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The complete lead was returned with the associated connector sleeve for analysis with reported events of is-4 connector sleeve would not fit over the lead and high impedance. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into a test device but did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events.